Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage on (B)(6) 2021 is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It could not be determined if all exposed or superficial vessels in the wound were completely covered and protected prior to the administration of v.a.c.® therapy. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: contraindications. Do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 17-nov-2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the home health nurse removed the v.a.c.® dressing, and the wound allegedly "started squirting blood". The patient was transported to the hospital via ambulance, and the physician allegedly stated a blood vessel got cut so they stitched the wound to help stop the bleeding. On 02-dec-2021, the following information was provided to kci by the nurse: the patient reported the physician placed v.a.c.® therapy on hold due to the pressure from v.a.c.® therapy against the incision and blood vessel, causing it to leak. This was the second time the patient had to return to the hospital due to bleeding. The first incident occurred on the same day the patient was discharged from the hospital ((B)(6) 2021). Both times the area was cauterized, and the patient is currently on an alternate dressing. On 10-dec-2021, the following information was provided to kci by the nurse via fax: on (B)(6) 2021, the patient underwent an excision of large fistulous tract posterior neck along with incision and drainage of large posterior neck abscess. The physician documented "hemostasis was achieved with electrocautery. I packed the wound with kerlix roll. I plan to place a wound vac on [the patient] tomorrow. Abd pads were place over the kerlix roll and dressing was tape.". On (B)(6) 2021, hospital record notes the wound vac was placed postoperatively, and the patient was discharged last friday. "[The patient's] wound vac was changed today, and [the patient] had pulsatile bleeding from the midline lower edge of the wound. Pressure was held to no avail. Home health nurse called an ambulance and brought into the emergency room. On arrival [the patient's] wound was no longer bleeding." The neck wound was noted to be open and granulating with no active bleeding and a pulsatile clot in the midline of the wound on the lower edge of the wound. The bleeding vessel was stitched. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center and passed. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The alleged hemorrhage on (B)(6) 2021 is reported under MDR-3009897021-2021-00290. The alleged hemorrhage on (B)(6) 2021 is reported under MDR-3009897021-2021-00296.

Manufacturer narrative:
MDR-3009897021-2021-00296_129515-iss submitted on 27-dec-2021 noted the following: b3: date of birth: (B)(6) 1965. Correction: b3: date of birth: (B)(6) 1965.